Event description:
Reporter stated that pt passed away in 2003 at 6:30 am. Pt was feeling nauseous beginning the day before and leading up to their death, and at one point pt was not able to urinate. Pt's spouse found pt unresponsive at 5:00 am and called paramedics. Pt was transported to hosp where they passed away. Pt's cause of death appears to be diabetes related; however, details regarding the cause of death were not provided.